Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the hub was detached from shaft. Functional testing was not performed. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed, stretching noted at the breakage point which is consistent with excessive force being used during procedure (possibly during torquing or withdrawing), it is possible that the hub separated from the shaft due to handling of the device during use, therefore, a cause of handling damage will be assigned to the investigation.

Event description:
It was reported that during procedure, the proximal shaft of the microcatheter had separated from the hub. There were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, the hub of the microcatheter had separated, inside the patient. There were no clinical consequences to the patient.